Manufacturer narrative:
.

Event description:
Information received indicated the scs system had been removed due to an infection. The hcp reported that the date of onset had been 2006; the patient had experienced fever, redness, swelling, drainage, pain and incisional wound opening. The infection had been located at the device pocket; the pocket had been cultured, which was positive for staphylococcus aureus. The patient did not have meningitis. IV and oral antibiotics were administered and the system had been explanted, the infection resolved.